Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 400s mg/dl while wearing the pod between 24 and 36 hours. The pods cannula reportedly come out the infusion site (abdomen), causing the cannula to dislodge. It was also reported there was a smelling of insulin. As treatment, the patient was able to remove and apply a new pod.

Manufacturer narrative:
Inspection of the device found no issues capable of causing the reported dislodging. The cause of this event could not be determined. A leak test was performed on the device. No leaks were observed. No damages capable of causing leaking during wear were observed. Inspection of the device found no issues capable of causing the reported failure to adhere. The cause of this event could not be determined.